Event description:
Physician was attempting placement of a PICC (peripherally-inserted central catheter) line. The needle introducer was removed and guidewire was in the introducer. Guidewire snapped leaving an approximately 1 1/2 inch piece of wire in the patient's arm. The remaining guidewire unraveled and stretched. The physician was able to get a hemostat on the broken end remaining in the patient's arm and remove it. Fluoroscopy indicated no other portion of wire remained in the patient.